Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number ((B)(4)) in order to ascertain the last three lots shipped to the reported hospital in the six months prior to the procedure date. The device history records for the lots obtained through the shr were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2015 (B)(4) complaint report was reviewed for the bioflo PICC product family and the failure mode "patient injury - infection." No adverse trend was identified. The root cause of the patient allergic reaction/infection could not be determined as the device was not returned for evaluation. There have been no other reported complaints for this or any other bioflo PICC lot for this failure mode. Potential contributing factors for patient adverse reaction include the PICC placement procedures and device care and maintenance. Directions for use are included with the bioflo PICC device and cautions against infection. The patient has been made aware that all of the bioflo piccs she had were made from the same catheter material.

Event description:
Report called in by patient . Has previously had 3 bioflo piccs in place with no issues. A 4th. PICC was placed on (B)(6) 2016 in the ir at (B)(6) mc in (B)(6). It was place on the patient's right side chest and tunneled in place. The patient is complaining of her skin being swollen and redness in the tunneled region. She said she had "been very sick" since the placement procedure and wanted to see if this was caused by any materials in the new PICC. There are many other factors that could be causing her illness, wanted to rule out the PICC, itself.